Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained a message of hi (greater than 500 mg/dl) when scanning the adc freestyle libre sensor. The customer did not report experiencing glycemic instability symptoms. The customer informed their healthcare provider regarding the hi message and indicated requiring third-party intervention; however, no further information was provided as the customer refused to continue the troubleshooting process. No further information was provided. There was no report of death or permanent injury.